Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, air ingress and fluid leakage were observed at the valve of the faradrive steerable sheath during aspiration. The sheath was exchanged; however, the same issue occurred with a second sheath. Both sheaths were removed from use, and the procedure was completed successfully using an alternate device. No patient complications were reported.